Event description:
It was reported that 1 bd pen ndl 32g 4mm pro leaked. The following information was provided by the initial reporter : the patient reported that attempting the injection could not insert the pen needle into the skin properly and observed that the drug solution was leaking.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-05-28. Investigation summary : one open 32g x 4mm pen needle sample and two photos were returned from lot. No. 0266169, cat. No.320559. Visual examination was carried out on the returned sample and photos a blunt cannula was observed. A clog test was also carried out on the returned samples as per tp700483 and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As the sample returned was open it is not possible to confirm the blunt cannula to be manufacturing related.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd pen ndl 32g 4mm pro leaked. The following information was provided by the initial reporter : the patient reported that attempting the injection could not insert the pen needle into the skin properly and observed that the drug solution was leaking.